Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient previously experienced shocking issues. The device is supposed to work in her right leg and back, but it was shocking her in the left leg and not getting to her right leg or back. The patient met with a manufacture representative (rep) who was able to resolve the issue with reprogramming. The patient thought she saw the rep in (B)(6) of 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient told the manufacturing representative (rep) that she is still not getting pain relief and hasn't since the implant. According to notes it appears the patient has undergone several reprogramming attempts and has been non-compliant with keeping the battery charged. The patient denies any falls or incidents which would constitute lead migration. The patient is meeting with the their physician on (B)(6) 2018 and the rep will be there to determine course of action and will follow up as needed.

Event description:
Additional information was received from the patient. It was reported that adjustments helped several times. The patient had much lower pain as she found out when she turned it off on (B)(6) 2017. The patient's left leg still vibrated but not as bad. It was noted that since the machine was installed the patient's pain had gone from ten to five.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for lumbar radiculopathy and spinal pain. It was reported that the trial worked well and almost better than the implanted battery because during the trial, the patient was able to stand for 45 minutes before their back hurt but after implant, they had lower back pain after walking around for 15 minutes and it was getting worse. On the day of the report, the patient walked around for 15 minutes and sat in their chair for 30 minutes and then couldn't walk because they were in so much pain. The patient experienced lower back pain and couldn't stand the pain in the right leg. The patient was sitting because their back hurt from the stitches and now it was impossible to get out of the chair without extreme pain. The ins was implanted to treat pain in the hips, low back and mostly the right leg. It worked for the right leg but didn't do the hips or back any good. The patient checked the ins with the programmer and tried putting it on 1 f or the left leg and hips and all that, but it didn't help the back, and had to keep it really low because it would vibrate the left leg before it would get to the hips and back. The patient was on group a and it did not appear there were any other groups to try. The stimulation was not aggravating, it just wasn't helping the pain. The patient never felt it in the right leg. The patient had an appointment with the manufacturer representative (rep) at the doctor¿s office on friday. The patient guessed that the stimulator is just not set up all over their body yet even though that is what they asked for. The patient was initially doing well after implant because they weren't doing anything, but the problems started yesterday and got worse on the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient met with a field representative and was given several programs to work with. After the attempted reprogramming, it was unknown if the issue was resolved. No further complications were reported or anticipated.